Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to an internal board malfunction and faulty power supply box. In addition, it has been more than 7 years since the device was manufactured, and is considered to be caused by aging deterioration over time. The device was not returned from the user facility. Communication received from the user facility indicated to disregard / cancel the service request.

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported that a liquid crystal display (lcd) monitor did not power on. The issue occurred during reprocessing of the device. There was no patient involvement or injuries reported. No additional information has been obtained.